Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. During evaluation, it was observed that an internal pcb mounted jack connector, designator j1 from the system pcb assembly was partially disconnected. After securing the connection of j1, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device was not completing its boot up cycle.  The customer indicated that this was observed during the daily device test and there was no report of any patient use associated with the reported issue.